Event description:
It was reported by repair work order that the nurse call system would not function properly due to damage to the nine volt battery harness. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.